Event description:
During a brectomy procedure, the approximating lever broke causing difficulties in removing the device. The surgeon manually manipulated the device off the tissue without incident. A new instrument was used to complete procedure.

Manufacturer narrative:
12/17/96 - supplemental report #1 submitted to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.